Event description:
Rn attempted to placed IV in patient's forearm, but was unable to redirect the needle without blowing vein with new IV catheters. This resulted in the patient being poked multiple times for a successful IV access. Per rn, the company representative states the catheters are too sharp and are unable to be redirected like our old catheters. Per staff and nursing leaders, multiple staff including experienced rns with >20 years of bedside experience are reporting concerns that they have never had such difficulties requiring multiple attempts for IV access with any other brand of IV catheters in their career. Multiple rns and patients have reported safety concerns with this new brand of IV catheters.